Event description:
Customer reported an issue with the panorama telepack alarm response function. It is unclear, from the customer report, if this occurred during telemetry monitoring or during system set up. No patient injury was reported.

Manufacturer narrative:
The issue was resolved (in two of three telepacks) by reprogramming.